Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps1 power supply was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the ps1 power supply was not working which prevented the mainframe from working. There is no report of death or serious injury associated with this complaint.